Event description:
It was reported by the customer that medical history and admitting dx unknown by me at this time. Patient had a piv- iag, PICC ordered for home abx -rocephin. Patient had two doses of rocephin prior to PICC being placed, no problems noted. PICC line was placed without difficulty. As soon as line was placed rocephin started. PICC nurse helped patient up to the bathroom, patient came out of the bathroom in a ¿few minutes¿ with hives, stridor, and respiratory difficulties. PICC was left in place and benadryl, epi and steroids given. Patient accidently pulled PICC out during the night, the next morning PICC was replaced. As PICC nurse was cleaning up the room patient had a ¿full code.¿ patient was resuscitated. Piv¿s x2, iag inserted. PICC removed. After the incident, the patient reports that his sister does have a polyurethane allergy. No other information was provided. This report addresses the second device that was placed in the patient.

Manufacturer narrative:
The device has not been returned to the manufacturer for evaluation.